Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had a laser dental treatment and experienced a surge throughout his body then afterwards patient had blistered around the ipg site. The patient was prescribed by the physician with hydrocortisone cream and was reportedly doing well. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing surge at the body and blistering around the ipg site. The patient was placed on antibiotics and prescribed by the physician with hydrocortisone cream. The patient did not have any infection as per physician. The patient was reportedly doing well. No further course of action was taken at this time.